Manufacturer narrative:
The broken screws from this event were not returned for evaluation. Screws that were used during this event were returned for evaluation. These screws were evaluated at co, and were found to be in compliance with engineering specifications. Their evaluation results suggest that the cause for the fractured screws in this event would be associated with torsional overload.

Event description:
During surgery, heads of screws sheared off. There were no adverse consequences to the pt.